Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer is having issues with no delivery during bolus. Customer stated it stops around 3u, so if she needs 4u she will do 2u and then shortly after do another 2u. The customer stated when she tries to enter 4u, it jumps to 6u. The customer stated she feels uncomfortable with the insulin pump and would like to replace it. The customer's blood glucose was 220mg/dl.